Event description:
The customer reported experiencing high blood glucose. The customer stated that he run a fixed prime test twice and insulin did not exit. Performed a high pressure and the insulin failed the test. Advised the customer to stay on back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.